Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing "clogging" during setup for surgery. Multiple handpieces were used and the tubing was exchanged, but this did not solve the issue. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).